Manufacturer narrative:
Arjo was informed that the maxi sky 440 ceiling lift, which was positioned approximately 20 cm above the patient, fell on the patient¿s abdomen. It happened in the moment just after attaching the lift to the ceiling installation, before the sling was hooked. In effect, the patient complained of abdominal pain. The device involved in the event was maxi sky 440 ceiling lifting system. The lifting system consists of the ceiling installation, which is connected with the ceiling lift by a strap and a carabiner. Arjo representative, who examined the device after the event, did not find any malfunction of the ceiling lift. The carabiner was not made available for inspection. In the reported case, the ceiling lift was used with the reacher accessory. Since 2016, the reacher is distributed with the new design of the carabiner (triple action, black colour). Once closed, it would not break even if the strap is on it, the gate locks and is strong enough to support the complete weight. In this particular case, the standard (snap hook type, grey colour) carabiner was used. Arjo will offer replacement of all the carabiners at this facility to the new design. From our product knowledge, review of previous complaints and also simulation performed on the snap hook type of the carabiner, the ceiling lift strap detachment is highly unlikely if the strap is installed properly inside the carabiner. The simulations performed showed that the carabiner is durable enough to stand the load. Opening the carabiner latch is possible only in case the ceiling lift strap is attached incorrectly (e.g. Jammed inside the carabiner locking mechanism). Maxi sky 440 instructions for use (001.16000.33) presents step by step transfer procedure. It also states that the daily maintenance should be carried out before using the lift: ¿inspect the carabiner at the top of the strap to ensure that it is properly attached.¿ taking into consideration the fact that the detachment took place just after attaching the ceiling lift to the installation and that no technical deficiency of the lifting system was found, the most likely root cause seems to be incorrect preparation of the ceiling lifting system for use. In summary, the ceiling lift carabiner detached from the strap and from that perspective, the device did not perform as intended. The device was being prepared for use at the time of the event and played a role in the reported incident. No serious injury occurred.

Manufacturer narrative:
Following information provided, the ceiling lift detached from the carabiner. There was no malfunction of the maxi sky 440 ceiling lift. Additional information will be provided upon conclusions of the investigation.

Event description:
It was reported to arjo by the end user that the maxi sky 440 ceiling lift, which was positioned approximately 20 cm above the patient, fell on the patient¿s abdomen. In effect, the patient complained of abdominal pain. The device had just been fitted when the incident happened. The sling was not attached yet. The maxi sky 440 was connected to the ceiling installation via original arjo reacher and the carabiner.